Manufacturer narrative:
A product was not returned for analysis, the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (dft315-615) that is sold in the united states under (PMA/510(k) # (p930014). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that the patient underwent intraocular lens (iol) implantation surgery. Following the procedure the physician observed the glistening's on the lens. There are two medical device reports associated with this patient. This file is 1 of 2.

Event description:
Additional information received that there was no intervention.

Manufacturer narrative:
Additional information was provided in b.5. And h.11. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The account indicated the use of a qualified associated cartridge. The product investigation could not identify a root cause for the reported complaint of "glistening's observed by surgeon." The account indicated the product was not available to evaluate. Information was provided that there was "no intervention, patient not aware and surgeon has not intervened." No further information has been provided at this time. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.